Event description:
The complaint is reported as: the swg (spring wire guide) kinked during insertion. No patient injury or complication. Another device obtained for use and procedure successfully completed. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for evaluation. Visual inspection of the photo confirmed that the wire guide contained a kink near the j-bend. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit) warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The complaint of a kink guide wire was confirmed by the returned customer photo. Visual inspection of the photo revealed a kink near the j-bend. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the swg (spring wire guide) kinked during insertion. No patient injury or complication. Another device obtained for use and procedure successfully completed. The patient's condition is reported as fine.